Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. Initial test was hpv negative, however, upon repeat testing, result was hpv p2 positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 5177896 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. The review of quality control records of hpv assay kit lot 5177896 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of hpv assay kit from lot 5177896 was tested and the results were as expected. Customer complained about two samples that obtained discrepant results upon retest. Both were negative on the initial test but p2 positive upon retest. Four run files from bd cor¿ gc instrument (B)(6) were received for the investigation. The first discrepant result was tested on 2025-11-13 and repeated on 2025-11-14. The p2 target was negative on the initial test with a CT over the assay threshold and was positive upon retest. Manual pcr curve adjudication of the discrepant sample revealed late and low, but true positive p2 amplification curves both times. However, the initial test did not pass the threshold to be called positive, suggesting variable results due to sample homogeneity or target load near the assay limit of detection. The second discrepant result was tested on (B)(6) 2025 and repeated on (B)(6) 2025. The p2 target was negative on the initial test with a CT over the assay threshold and was positive upon retest. Manual pcr curve adjudication of the discrepant samples revealed late and low, but true positive p2 amplification curves for both samples. However, the initial test did not pass the threshold to be called positive, suggesting variable results due to sample homogeneity or a target near the assay limit of detection. According to the instruction for use document, detection of high-risk hpv is dependent on the number of copies present in the specimen and may be affected by multiples factors. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The assay was designed with clinical cut-off thresholds, not analytical cut-off thresholds, meaning that for low positive patient samples, detection is not 100% as those patient samples may not have a significant amount of the virus to indicate pre-cancer or cancer. The goal of hpv screening is not to detect the hpv virus but rather to determine the level of infection associated with the development of cin2+ disease as verified by histology. Based on the data and information provided, sample at assay limit of detection or sample preparation issues are the most likely causes to explain the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the hpv assay kit lot 5177896. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. Initial test was hpv negative, however, upon repeat testing, result was hpv p2 positive. There was no report of patient impact.